Event description:
The customer reported an error alarm and did not realize that the pump needs to be reset. The customer was not getting their basal rates. During the call the customer stated that they were hospitalized for high bgs and dka.